Event description:
Treatment of an aneurysm located in the left ica (internal carotid artery). The patient was given plavix prior to the procedure. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline could not be released from the capture coil and it was removed from the patient along with the marksman catheter. The procedure was completed successfully using stent assisted coiling. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline and the marksman catheter were returned for evaluation without the pushwire. The evaluation could not determine the cause of the event as the pipeline was already released from the capture coil and the capture coil was missing; however, the braid was found damaged and may have contributed to the reported experience. All devices are 100 inspected for damages and irregularities during manufacture.(B)(4)